Event description:
Pt had repair of left rotator cuff. During suturing with #0 ti-cron c-40, needle tip broke off. Unable to find needle tip to remove it. X-ray done and this verified that needle tip is in the soft tissue deep in the left arm.